Event description:
It was reported that the customer had high blood glucose. Troubleshooting was performed. Reviewed the programming, basal, bolus and daily totals. Ran a fixed prime test and the insulin existed. Performed a high pressure test and failed. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.